Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. During fifth inflation at 8 atmospheres for 20 seconds, the balloon ruptured at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.